Event description:
The customer claims once the new batteries are inserted the alarm has power but it then slowly fades to no power. No other damage detected. There was no patient injury reported.

Manufacturer narrative:
(B)(4): evaluation: results - evaluation of the returned product found that the alarm did not power on when using new batteries or an alternate power supply. There was no visible damage to the unit. (B)(4).